Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range (oor) pacing lead impedance (pli). High threshold and no sensing on both unipolar and bipolar mode were observed. This lead was abandoned surgically and a new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.